Event description:
Reportedly clinical trial during clinical trial a vascular access related issue occurred which was treated via surgical repair of right common femoral artery, important stenosis noted, 9/80 cordis smart stent placed via left femoral artery. Nice result. Patient recovered..